Event description:
It was reported that the user experienced a temporary loss of dexcom g7 connectivity to the ilet, after which glucose readings resumed on the pump. Outcomes included no reported clinical symptoms, no alerts or alarms requiring intervention, and no need for medical treatment. Investigation included troubleshooting and user education regarding cgm pairing behavior. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with transient cgm-to-ilet communication interruption that resolved without corrective action and was not attributable to hardware failure.